Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. After a software download, the device resumed normal function.